Event description:
It was reported to philips that the system's flexvision computer was not turning on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision was not switching on. Upon troubleshooting, fse found that exhaust fan of smps (switched mode power supply) was not rotating; led status was blank and the issue with power supply. To resolve this issue, fse replaced the flex vision pc, checked software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
Corrected data: additional narrative (technical investigation and part analysis) philips has investigated the complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision was not switching on. Review of the system log file showed that there was malfunction in the flex vision pc and the host pc was unable to connect with flex vision pc. Upon troubleshooting, fse found that exhaust fan of smps (switched mode power supply) was not rotating; led status was blank and the issue with power supply. To resolve this issue, fse replaced the flex vision pc, checked software. The effective flexvision pc was returned to philips for analysis and found that there was failure in psu (power supply unit). After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.